Event description:
When the surgeon advanced the knot, the suture broke leaving the "t" implants in the knee. The meniscal repair was completed with back-up devices. There was a delay of approximately 5 to 10 minutes. No patient injury resulted.